Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: device not returned yet.

Event description:
There was no patient involved. End user alleges that sam300p powers on by itself; fsca unit.

Event description:
There was no patient involved. Enduser alleges that sam300p powers on by itself; fsca unit.

Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 300p last passed ¿out qat from heartsine technologies on the 15th february 2009. On receipt of the device both battery terminal pogo pins were found to be bent resulting in the pogo-pins being stuck inside the device. This resulted in the device failing to power on. The device performed all self-tests up to the last log entry 1st april 2018. Therefore, the damage to the pogo pins would have occurred after this date, as the device would have been unable to perform self-tests after the damage occurred. Damage to the pogo pins may have been due to mishandling of a replacement pad-pak during installation. However, this could not be verified by other means as there was no pad-pak returned for investigation. Furthermore, the investigation was unable to replicate or find any evidence of, the reported fault. There were only three manual power ups recorded in the history log spanning a period of over 8 years. The device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. Therefore, it is assumed the customer returned the device due to the device failing to power on. The returned sam 300p is now outside of its warranty period and will be scrapped.